Event description:
I had transvaginal mesh implanted for stress urinary incontinence in (B)(6) 2013. The mesh eroded through the anterior vaginal wall. I had a second surgery (B)(6) 2013 to repair the erosion and re-sect the mesh. It is now eroding through the anterior vaginal wall again after less than 60 days. I am a (B)(6) female (B)(6).